Event description:
The following was reported to datascope on 7/6/98: another iab was not inserted into the pt. There was no pt injury or complication as a result of the event. After the event on 6/8/98, the pt was stable. On 6/11/98, the pt returned to the unit because of chf & another iab was then inserted. The pt had mitral valve replacement on 6/13/98 & remained in the hospital as of 6/25/98. [Event complications]: none from the event- rpt'd 6/8/98 & 7/6/98. [Pt's current status]: stable- rpt'd 7/6/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.